Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported by a manufacturer representative on (B)(6) 2017 that the patient complained of recharging 2 times a day for 0.9 hours until 100%. It was stated that they were charging too often. The patient had been reprogrammed 2 weeks ago to hd programming at 2.4 v, 90 microseconds, 1000 hertz, with 1 anode and 2 cathodes. During the call, the technical support staff calculated the expected recharge interval with those settings which showed 7.71- 9.17 days. The recharging data showed that the patient was charging to full and was getting good coupling. Per the patient, the issue started when they went to a concert a week ago ((B)(6) 2017) where their implant was full but then they felt something strange in their legand the implant depleted. The patient¿s 0-7 electrodes were greater than 40000 ohms even with different electrode references. The electrodes 8-15 were around 800-900 ohm range. The patient fell a lot due to diabetic neuropathy in their feet. The manufacturer representative was going to see the patient again to monitor the situation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) via a manufacturer representative on 2017-08-21 reporting that the patient¿s weight at the time of the event and the cause of the issue were unknown. It was confirmed that a surgery was not planned or performed for this issue. The patient¿s recharging and stimulation would be monitored in the future due to the reported issues. No further complications were reported.